Event description:
It was reported that the patient presented to the emergency room with an alert. The left ventricular (lv) lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead 2004 (B)(6); 694765 implantable tachy lead 2004 (B)(6). (B)(4).